Event description:
It was reported that during a shift check, platform would give 1 compression, stop and display realign pt. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.